Event description:
Info received indicates the valve was removed due to inappropriate sizing after 44 mos service life. Stenosis was noted prior to explant, as seen on echo. The product was replaced with a smaller valve, with calcification seen at the commissure during device retrieval. No pt complications was reported.